Event description:
It was reported that (1) ax55b and (1) cdh29 device were used during a lower anterior resection procedure. It was reported by the rep that following the transection of the sigmoid colon from the rectum (after firing the ax55b) the rectal stump was checked for any leak. The surgeon noticed that blood was coming through the ax55b staple line when the dilators were inserted into the rectum to dilate the rectum. The surgeon did not notice any leaks, however, when the rectum was infused with water. The cdh29 was fired correctly and the "donuts" where checked, were completed. The anastomosis was then checked for leaks. Two leaks were noticed on the ends of the ax55b staple line. They were sutured closed and the case was completed without incidence. There was an extended or time by fifteen minutes.